Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, keypad overlay peeling, cracked retainer, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case and label damage (stained). Cosmetic damage was confirmed at the back of the pump found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and no harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.